Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, at approximately 2:00 am, the patient reported feeling hot and experiencing frequent urination. The patient was unable to recall their cgm reading at that time, and no bg meter reading was taken. The patient was wearing an omnipod insulin pump and subsequently returned to sleep. Between 2:00 am and 4:00 am, the patient experienced a loss of consciousness. Upon waking at 4:00 am, the patient observed a ¿sensor failed¿ message on their cgm device. At this time, the patient performed a bg meter test, which indicated a reading of 32 mg/dl. The patient self-treated by consuming candy and did not seek assistance from a higher level of care. The cgm sensor was removed following the event. At the time of reporting, the patient stated they were feeling ¿fine." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 12/02/2025. It was reported that an unspecified sensor issue occurred. Data was further reviewed for the time period of interest. The data indicates that the sensor session started at 6:22 pm on (B)(6) 2025. The session lasted 10 hours and ended when the sensor failed due to low counts aberration at 4:26 am on (B)(6) 2025. There were 2 bg meter calibrations performed during the entire session. Results indicate the sensor was within specifications for accuracy. On the day of the reported issue (B)(6) 2025, egvs were logged that resulted in several urgent low glucose alerts. Each alert performed as intended. At 1:40 am the cgm began to record a long series of brief sensor issues lasting over 2 hours, confirming what was reported by the customer. It was noted that all of the user selectable glucose alert settings had been previously disabled and therefore only the urgent low alert was active. The root cause of the customer¿s experience was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).